Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/29/2020. A manufacturing record evaluation was performed for the finished device lot pjk778, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke. The tip of the needle was retrieved. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.